Manufacturer narrative:
Updated fields: b5, d4, d8, d9 - device available for evaluation, d9 - date returned to mfg., h3, h4, h6, h10, h11. Corrected field: e1 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a blurry image. The event occurred during preparation for use. There were no reports of patient harm.

Event description:
It was reported the camera head had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.